Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 12 possible false positive sars results for 1 patient being tested over approximately a 60-day timeframe. Customer states the results were confirmed negative by 2 pcr tests and an additional brand of rapid antigen test. Report 2 of 12 results